Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 18 mg/dl at the end of may. She has been diabetic for 30 years and no longer feels the onset of low blood glucose. The customer was able to treat with juice boxes and sugar. Her blood glucose increased to 99 mg/dl. Troubleshooting for the hypoglycemic incident was declined. No products were returned or replaced.